Event description:
It was reported that the patient had a revision on the asr hip implant. The reason for the revision is unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. 1818910-2012-76044 is a duplicate report of 1818910-2013-25999. 1818910-2012-76044 will be rejected. 1818910-2013-25999 will be kept for investigation purposes.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision . Hip(s) to be revised: unknown. Type of hip replacement product: unknown. Reason(s) for revision: unknown. Update received: 10th july 2014 - re-created to send to void as this is a duplicate of (B)(4).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.